Event description:
It was reported that the patient developed an infection at the battery incision site. Symptoms of wound dehiscence and battery visible through skin were noted. The physician confirmed that the infection was surgery related and not a result of the device itself. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).